Event description:
It was reported that the patient presented remotely via merlin. Net transmission. Analysis of the transmission showed that the pacemaker exhibited undersensing. Programming changes were made. The patient was stable throughout.